Event description:
It was reported that 2 days following a percutaneous transluminal coronary angioplasty/stent procedure in which a haziness was visualized but not treated, the pt developed symptoms and an urgent re-catheterization was performed. A thrombosis was visualized at the distal end of the implanted stent. Another company's stent was implanted with good result. Reportedly the pt is in stable condition.